Event description:
It was reported that bilateral vessel closure in the right and left common femoral arteries (rcfa and lcfa) was attempted with two prostyle devices in the lcfa and two prostyle devices and one proglide device in the rcfa relative to a transcatheter aortic valve replacement (tavr) procedure. Pre-placement of the two prostyle devices in the lcfa were successful and were used to achieve hemostasis after the tavr procedure. Reportedly, after the completion of the tavr procedure in the rcfa, the prostyle device attempted was difficult to insert via a 6f sheath hole. Despite noting resistance, the physician continued to advance the device. The blood flow from the marker lumen was not pulsatile. Without pushing the plunger, the needles inadvertently deployed and a cuff miss [suture retrieval issue] occurred. The needles were visible from the distal guide. A proglide device was attempted, but still, the blood flow from the marker lumen was slow. The use of a proglide was abandoned and the physician went back to use of a prostyle device, but again, the blood flow from the marker lumen was not pulsatile. Despite not observing pulsatile blood flow from the marker lumen, the prostyle device was still used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Failure to follow steps/ instructions. The additional proglide and prostyle devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequently to the initially filed emdr, the following information was corrected. The prostyle issues occurred in the left common femoral artery and not the right common femoral artery as previously reported. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that despite not observing pulsatile blood flow from the marker lumen, the prostyle device was still used to achieve hemostasis. It should be noted that the prostyle instructions for use (IFU), states: do not open the foot if "mark" is not observed from the marker lumen. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.